Event description:
It was reported the lamp of the subject device could not be ignited. In addition, the malfunction indicator light was on. This was discovered during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failures were confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the power supply unit caused the event of the lamp not lighting and the emergency light indicator to light up. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.